Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report low blood glucose levels. The customer's blood glucose level went from 60 to 38 mg/dl. The customer reported a symptom of shakiness. The customer had not been wearing their sensor since the night before, so they did not receive the low predict alarm. The customer reported that the sensor had calibration error alerts and change sensor alerts. The customer declined to troubleshoot. The product was not returned for analysis.